Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received inappropriate therapy due to lead dislodgement. Lead was explanted and replaced. Patient's condition was good.